Event description:
It was reported that the procedure was to treat the progression of the disease in a (B)(6) saphenous vein graft to the obtuse marginal, degenerative in nature. The patient presented with symptoms of angina, with elevated cardiac enzymes indicative of a myocardial infarction. After predilatation was performed the new lesion across the high-grade stenosis, the lesion was stented with the 4.0x33 mm xience xpedition stent. After deployment, the waist in the vein graft was relieved. A perforation of the vein graft was observed as contrast extravasation was noted, and the patient began to lose blood pressure. Due to the length of the perforation in the vein graft two graftmaster stents, a 4.0x12 mm and a 3.5x16 mm, were needed to treat the perforation successfully. The patient continued to have hypotension and CPR was performed. Angiography did not reveal any significant pericardial fluid; however, blood was observed in the posterior cavity and in the transverse sinus effecting the pulmonary circulation. Surgery was not an option as it was felt the patient would not survive the procedure. The patient was eventually stabilized and transferred to the intensive care unit with a good blood pressure and continues to do well. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: prowater, grand slam; guide cath: 6fr pigtail; sheath: 6 fr. There was no reported device malfunction and the product was not returned. The reported patient effects of hypotension and perforation are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.